Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. Visual examination revealed the u-joint separating due to wear. Functional test to power up the prolieve thermodilatation system failed. The manufacturer was unable to calibrate the rf control to correct output. The complaint was confirmed. The loud noise was caused by a loose u-joint. The u-joint and the defective rf module were replaced. The prolieve thermodilatation system then passed all tests and upgrades.

Event description:
It was reported to boston scientific corporation during a procedure involving prolieve thermodilatation system, approximately forty minutes into the procedure, there was a "loud pop" and the screen went blank. The procedure was aborted. No patient complications were reported. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed in late 2008, revealed an MDR-reportable malfunction of a failure of the radio frequency (rf) output. This manufacturer report is submitted based on the evaluation results.